Manufacturer narrative:
Citation: dimitriadis z et al. Impact of procedure-related conduction disturbances after transcatheter aortic valve implantation on myocardial performance and survival evaluated by conventional and speckle tracking echocardiography. Echocardiography. 2018 may;35(5):621-631. Doi: 10.1111/echo.13823. Epub (B)(6) 2018. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of procedure-related cardiac conduction disturbances on systolic and diastolic left ventricle performance and on patient survival following successful transcatheter aortic valve implantation (tavi) with the medtronic corevalve. All data were collected from a single center between 2010 and 2013. The study population included 95 patients (predominantly female; mean age 82.2 ± 6.3 years), all of which were implanted with the medtronic corevalve. No serial numbers were provided. Among all patients, 29 deaths occurred. Of those deaths, 14 did not have a new cardiac conduction disturbance post-tavi and 15 did have presence of a new conduction disturbance post-tavi. Analysis of mortality was performed, and no significant differences were observed between the two groups. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events included: permanent pacemaker, left bundle branch block, third-degree atrioventricular block, sinus arrest, and bradycardia. Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.